Manufacturer narrative:
Corrected data: corrected to: phakic toric intraocular lens, product code: qcb additional data: device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to lens and presence of residue on lens surface. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm, vticm5_12.1, -12.00/2.0/082 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged for a longer length lens due to observation of low vault with rotation. This exchange resolved the problem.